Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 7th april 2010 and operated successfully until (B)(4) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically which can deplete the pad-pak. The problem with the device switching itself on was attributed to a fault in the membrane. This type of fault can be caused by the device being stored in an inadequate location where it can be exposed to adverse environmental conditions of which there is evidence. On further inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. This fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.